Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured intermittent low flow events between (B)(6) 2024. Vital signs and labs were stable. The patient was a bit lightheaded. The cause of low flow alarms was determined to be volume overload, some right ventricle failure and some trash around the outflow bend relief but with only partial occlusion. Right heart failure did not exist pre-left ventricular assist device (lvad) implant, however nothing definitive was found related to any issue might have caused or contributed to right heart failure. The patient was placed on dobutamine, and diuresed. Low flows improved and did not reoccur on this admission. The patient was able to wean of dobutamine and discharged. No surgical intervention was performed at this time. Plan was to continue to monitor.

Manufacturer narrative:
Section h6: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file revealed numerous low flow alarms. No other unusual alarms or events were captured, and the pump appeared to function as intended above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists all adverse events, including right heart failure, which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate ii lvas patient handbook rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.